Manufacturer narrative:
One capnocheck monitor received for evaluation. Visual inspection of the pump found it to be in good physical condition. Device was powered on as functional testing. As a result, it was noted the reported customer complaint has been confirmed. The contrast was adjusted and lcd came into focus. The cause of the reported issue has been determined to be user interface.

Event description:
Information was received that a smiths medical capnography monitor capnocheck has a blank screen when powered on. No adverse effects were reported.